Event description:
It was reported that approximately 2 months post-implant of a bifurcated device, an infrarenal aortic extension and a limb extension, a follow-up computed tomography scan revealed a proximal endoleak. Reportedly, the patient was treated with two suprarenal aortic extensions, which resolved the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. Because no product was returned for evaluation, and no case images or medical records were provided, there is not enough information to make a definite conclusion. A manufacturing record review was performed. The lot met all release criteria with no related issues. The lot usage history shows that no other units from this lot have been involved in any similar complaints. The product labeling has been reviewed and it is confirmed that the reported event is adequately captured in the existing labeling.